Manufacturer narrative:
Submit date: 01/03/2013. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(4) 2012 that a customer had an issue with a dialysis catheter. The customer states, the patient has been receiving hemodialysis for many years. Approximately three months after the catheter had been placed; bloodstains were discovered near the orifice behind the bow clip. It was found that the catheter was leaking. The catheter was pulled and replaced.